Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and unexpected restart. The customer¿s blood glucose was 199 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump alarmed unexpected restart shortly after inserting a new battery. Customer reported that the insulin pump would alarm each time she changes out the battery. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with act button unresponsive due to corroded keypad traces. No button error alarm noted. Unable to confirm unexpected restart error alarm or perform the unexpected restart error test and displacement test due to button keypad anomaly.